Event description:
It was reported that during an unknown procedure the device gets the message replace handpiece. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Nose cone. The handpiece was received with the 4-40 stud broken, the nose cone cracked and the mount loose. No functional testing could be performed to the device due to no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to the broken 4-40 stud are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.